Event description:
It was reported to philips that the device's wired footswitch was unable to trigger x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse)examined the system remotely and confirmed that the device's wired footswitch was unable to trigger x-rays. To resolve the issue, the wired footswitch was sent to the customer. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.